Event description:
It was reported the original procedure to implant the excluder bifurcated endoprosthesis was performed in 2005. Both limits were extended successfully at that time. However, at the follow-up visit it was discovered a distal type 1 endoleak. Two iliac extenders were deployed twenty days late to extend the seal zone. The clinician was pleased with the outcome of the procedure. There was no allegation of deficiency made by the clinican.